Event description:
Patient underwent lead and generator replacement surgery. During the surgery, the surgeon checked to make sure it was not a pin insertion issue causing the high impedance. After testing, the high impedance was still present and the full system was replaced. The explanted products were received for analysis. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The lead analysis is underway but has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
The electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis, a portion of the lead appeared to be broken approximately 1 mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type with residual material. Scanning electron microscopy was performed on the other end and identified the area on two of the broken coil strands as being mechanically damage with pitting which prevented identification of the coil fracture type. The area on the remaining two broken strands was identified as being mechanically damaged which prevented identification of the coil fracture type; no pitting on one and residual material on the other. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
High impedance with was observed for patient's device. After the lead impedance was detected, patient recalled swiping her magnet a few weeks ago and not feeling the normal sensation she typically experienced with a magnet swipe but wasn't concerned. The device was turned off. X-rays were taken but the physician did not note any issues with lead. Patient's generator was disabled and patient was referred for possible lead revision surgery. No known surgical interventions have occurred to date.